Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens got stuck in the incision. The lens was removed and a backup was used to complete the procedure. The patient received additional medical treatment derived from the surgical procedure. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). No cartridge was returned. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is cracked/fractured-rejectable. No cartridge was returned. The product investigation could not identify the root cause for the reported complaint "the lens was stuck in the incision" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (one haptic is broken/torn and is returned, the optic is cracked/fractured-rejectable) would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).